Manufacturer narrative:
The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported device malfunction was replicated and confirmed to be caused by a broken tab of the mechanism frame being stuck between the membrane frame and upper occlude finger causing an unregulated flow state. Preventive maintenance task was performed, and the suspect pump module was observed failing the patient occlusion and rate accuracy tests with unregulated flow being observed. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid with signs of unregulated flow being observed. During internal inspection the broken tab of the mechanism assembly frame was observed stuck in between the upper occluder finger and the membrane frame. The pump module was reassembled, and rate accuracy testing was repeated. The pump module was found to be delivering fluid within specification with no signs of unregulated flow being observed. Spring functional tests observed no issues and all tests passed, indicating the occluders and springs were functioning as intended. The incident administration set was not returned for this investigation; therefore, testing could not be performed. External and internal inspection was performed. A tab from the mechanism frame was observed broken and stuck between the membrane frame and upper occluder finger. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module error log was performed, and no errors or anomalies were noted the date the last infusion was programmed. The log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain key press information, volume infused and programming parameters. On (B)(6), 2026 at 1:47 pm an infusion started at a rate of 10 ml/hr and volume to be infused (vtbi) of 240 ml. Between 1:48 pm and 1:49 pm the infusion was paused and restarted. Between 1:50 pm and 1:57 pm the pump module alarmed for occlusion on patient side and the infusion was paused and restarted 2 times. The unit was channeled off at 2:04 pm. Between 2:43 pm and 2:45 pm and infusion started at a rate of 10 ml/hr and vtbi of 240 ml 2 times. The unit was channeled off after each infusion was started. The bd alaris system user manual v12.1.2 notes that regular inspection for damage is required before usage and that failure to perform can result improper instrument operation. If a device or accessory is dropped or severely jarred, take the device out of use immediately. Send the device to biomedical engineering for inspection to ensure the device is functioning properly before it is reused. Do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported device malfunction is being attributed to a broken tab of the mechanism frame being stuck between the membrane frame and upper occluder finger causing an unregulated flow state. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, d15, g04037, a1801, c23, d11, a0709, g0301204, c16 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a device malfunctioned during patient use. There was patient involvement, but the impact is unknown.